Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and medical treatment. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the ER (emergency room) for medical treatment. Patient reported his pod had been alarming all night and he was unable to silence it. He implied a headache was a result of the pod alarming and lack of sleep. The patient called an ambulance to take him to the ER for treatment of the headache. No other information is available.